Event description:
After crossing lesion the balloon of the stent delivery system (sds) failed to inflate. Upon closer inspection of the device, it was discovered that the balloon had burst. The age and gender of the patients is unknown. The target lesion location is unknown. The indication for the procedure is unknown. The product was properly inspected and prepped. There was no calcification or tortuosity noted. There was no difficulty crossing the lesion with a guidewire. There was no difficulty tracking the device to the target lesion. When the sds was placed in position at the lesion, and the balloon was inflated with an encore indeflator, the balloon burst when inflated to twelve atmospheres. After the balloon burst, the stent delivery system was removed from the patient. To complete the procedure, a promus stent was deployed. The procedure was successfully completed and there was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.